Event description:
It was reported that during use of the epidural catheter, the physician has encountered a problem with wet tap during the insertion procedure. During placement of the needle, a check for fluid was negative. Then upon inserting the catheter paresthesia occurred, and when the syringe was attached to the catheter, fluid was obtained confirming a wet tap. The physician suspects a dural puncture due to the catheter. A blood patch was sufficient to resolve the wet tap. There were no further complications.